Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/26/2019.

Event description:
The customer reported an operation failure in the touch panel occurred. The service technician confirmed the reported issue and indicated the touch panel was recalibrated but the issue was not fixed. The issue was confirmed while pre-use check was performed at the hospital. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
MFR received date 26 nov 2019. Date of report 27 nov 2019. The service technician confirmed the interface touchscreen assembly was replaced to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.